Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be frayed at the distal clevis hub. There was no damage at the clevis. Failure analysis investigation also found scratches on the surface of the distal pulley. Additionally, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and has a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that in central processing, it was observed that the cables were starting to fray on the prograsp forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.